Event description:
It was reported that machine had data loss message and then shut down while in use. No patient injury was reported.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Manufacturer narrative:
The affected device was analyzed by dräger service and the log file was secured for further evaluation. Based on the log entries it can be confirmed that the device alarmed ¿data loss¿ as a result of a detected internal data persistency issue on (B)(6) 2024 at 1:42 am (device system time). However, there is no indication of an unexpected device shutdown due to a technical failure. The user switched of the device a few minutes later via user interaction at 2:01 am. During the device analysis the pba m48.3 as well as three usd cards were identified as possible causes and were replaced to resolve the issue. After replacement, the device was fully functional again and passed all tests. Further analysis of replaced parts at the manufacturer revealed that the red usd card was non-functional, and the two others showed errors in the file system. The pba m48.3 passed all functional tests without deviation. In case current ventilation settings cannot be saved into the persistency on the red usd card, the ventilator will prompt the alarm message "data loss" but continues ventilation with current settings. In this failure mode, those settings cannot be restored upon next start of the device. In this failure mode it shall be considered using another device to continue ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur.

Event description:
It was reported that machine had data loss message and then shut down while in use. No patient injury was reported.